Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). The reported device was returned for investigation. Visual evaluation of the returned product identified a fractured collar on the implant, as well as dried blood and bone around the implant. Additionally, there was a fractured screw within the implant and damage from removal around the implant. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. A pre-existing condition noted on the product experience report (per) was bruxism. Additionally, the patient had moderate (type ii) bone density. The reported devices were located on tooth # 30 and were used for approximately 1 year 9 months. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured as well as the internal screw. The reported devices were returned and the reported complaint was confirmed as a fractured screw and fractured implant were identified during evaluation. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Email address unknown / not provided.

Event description:
It was reported that the implant fractured. The implant was subsequently extracted.